Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip at the grip base. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. A piece approximately 0.980" x 0.187" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the cadiere forceps instrument jaw was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the connection part of the instrument tips was dislodged, but it was still installed on the instrument. There was no intraoperative collision or misuse involving the instrument. The instrument operated as expected during use. The customer confirmed that no fragment fell inside of the patient. The procedure was completed with no report of patient injury.